Event description:
I became ill as a result of mentor smooth round moderate classic profile 340 ml breast implants. Serial # (B)(4), and (B)(4). Reference # (B)(4). Within 3-6 months of implanting I began having unexplained rashes and hives, began to experience muscle pain and weakness and became unable to complete workouts and make it through the day. I began experiencing chronic fatigue, cognitive dysfunction, red/dry burning eyes, swollen/tender lymph nodes, sharp pain in breasts, foul body and urine odor, muscle twitching, frequent urination, facial swelling. I began having a range of gi issues from constant nausea, diarrhea, stomach and epigastric pain. Within 3 years with implants I experienced visual disturbances and began to have daily headaches, with night sweats every night. I gained 20 lbs no matter how clean I ate, or how much I worked out. I saw an allergist, immunologist. Dermatologist. Physical therapist, gastroenterologist, neurologist, acupuncturist, pain management, plastic surgeons, massage therapists, chiropractors, radiologists, and a naturopath. All tests came back negative although symptoms were visible to the specialists. I was a very healthy individual prior to implanting and led a very active lifestyle. Upon explantation there was heavy rippling of both implants, grade iii contractures on both sides, anda silent rupture in the right implant. I have explanted and every symptom except neck tightness and spasms are gone.